Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that the laboratory noted issues with accuracy on the cobas c 111 (c111) analyzer on (B)(6)2017. An unspecified number of patient samples had to be repeated. The customer provided data for two patient samples that had erroneous results reported outside of the laboratory for gluc2 glucose hk (glu) and chol2 cholesterol gen.2 (chol). The initial erroneous results were reported outside of the laboratory to the patient and were questioned by a doctor. It was stated that more patient samples may be involved, but no further information was provided. Only the glu and chol tests were affected. The first sample initially resulted as 285 mg/dl for glu. The sample was repeated, resulting as 82.4 mg/dl for glu. The second sample, from a (B)(6) male patient born on (B)(6) 1989 and weighing (B)(6), initially resulted as 415.2 mg/dl for chol on (B)(6) 2017. The sample was repeated on (B)(6) 2017, resulting as 187.5 mg/dl for chol. No adverse events were alleged to have occurred with the involved patients. The glu reagent lot number was 17522501, with an expiration date of 02/28/2018. The chol reagent lot number was 16829301, with an expiration date of 04/30/2017. The user did not perform all maintenance on the analyzer. The probe was not cleaned and the water tank had two particles floating in it. The user has not programmed required special washes on the analyzer. Precision testing was performed on the analyzer. A general reagent issue could be ruled out since calibration and controls are acceptable. Sample coagulation time and centrifugation time were found to be too short. An instrument related issue can not be excluded since required maintenance was not followed.